Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised right frame is cracked and bent about three inches at the bottom of the back cane where it attaches to the frame at a weld.